Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
A ventilator failure during use was reported. No injury was reported.

Manufacturer narrative:
For the investigation the provided log file was analyzed. No technical failure was found. The described ventilator failure could be reconstructed. The root cause was a pressure difference between the inspiratory and expiratory pressure values during inspiration. The atlan reacted as specified and switched to man/spont configuration in accordance with its safety concept and indicated this to the user. The reason for this may be an excessive breathing tube resistance, for example due to soaked filters or kinked tubes. The occurrence of condensation in the pneumatic circuit is a procedural problem, not related to the workstation itself. A hardware error is unlikely as the pressure sensors are checked regularly during the system test and during operation. The provided pba connector board and filters were analysed. No deviations from specification were found during optical and functional testing in a laboratory device. The reported symptom did not recur. Dräger finally conclude that the measured pressure difference was a temporary problem. The device is back in operation, no further events were reported. Appropriate risk mitigation measures are in place; some of them are under responsibility and control of the user. Based on the investigation results, the case was re-assessed as non-reportable.

Event description:
A ventilator failure during use was reported. No injury was reported.